Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned in the pre-t1 setting with no implants or suture material. A functional evaluation of the returned insertion device finds it cycles as intended. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an unintended actuation of the device. No containment or corrective actions are recommended at this time. H11: corrected information in h6 (health effect - clinical & impact code).

Manufacturer narrative:
H10 h3,h6: the reported fast-fix 360 curved needle delivery system, used in treatment, will not be returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 deployed prematurely. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: inadvertent trigger advancement during deployment of t1. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality.

Event description:
It was reported that during a meniscal tear, after deploying the t1 implant of the fast-fix 360 when the doctor was inserting the needle in order to deploy the second anchor , the pin which deploys the anchor was visible at the tip and the second anchor was visible in the joint, still attached to the suture. Both anchors were retrieved from the patients joint. The procedure was successfully completed without delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.